Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Additional information: product analysis visual and optical examination of the ibt balloon identified a radial sharp cut approximately perpendicular to the ibt shaft at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient underwent kyphoplasty surgery. Intra-op, the balloon was found ruptured during distraction vertebral and the contrast agent flowed into the patient. Both the balloon and contrast agent were taken out from patient. No patient injury were reported.